Event description:
Boston scientific received information that the patient implanted with this pacemaker reported that the heart rate increases more rapidly with this device, however, declines fine. A health care professional (hcp) contacted boston scientific technical services (ts) to discuss minute ventillation programming. Ts discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.